Event description:
This case was initially received via regulatory authority (anvisa, reference number: 2021.01.003527) on 01-feb-2021. This spontaneous case describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient reported that she was a healthy person before using the essure. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("articular pain"), headache ("headache"), depression ("depression"), affective disorder ("mood disorder"), abdominal pain ("abdominal pain / abdominal cramps"), swelling ("generalized swelling"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("abdominal swelling"), hypersensitivity ("hypersensitivity / allergy"), fatigue ("fatigue") and muscular weakness ("muscle weakness") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("back pain"). The patient was treated with surgery (removal of the essure, uterus and tubes.). Essure was removed. At the time of the report, the pelvic pain, arthralgia, headache, depression, affective disorder, abdominal pain, swelling, weight increased, vaginal haemorrhage, abdominal distension, hypersensitivity, back pain, fatigue and muscular weakness outcome was unknown. The reporter considered abdominal distension, abdominal pain, affective disorder, arthralgia, back pain, depression, fatigue, headache, hypersensitivity, muscular weakness, pelvic pain, swelling, vaginal haemorrhage and weight increased to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (anvisa, reference number: (B)(4)) on 01-feb-2021. The most recent information was received on 03-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient reported that she was a healthy person before using the essure. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("articular pain"), headache ("headache"), depression ("depression"), affective disorder ("mood disorder"), abdominal pain ("abdominal pain / abdominal cramps"), swelling ("generalized swelling"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("abdominal swelling"), hypersensitivity ("hypersensitivity / allergy"), fatigue ("fatigue") and muscular weakness ("muscle weakness") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("back pain"). The patient was treated with surgery (removal of the essure, uterus and tubes.). Essure was removed. At the time of the report, the pelvic pain, arthralgia, headache, depression, affective disorder, abdominal pain, swelling, weight increased, vaginal haemorrhage, abdominal distension, hypersensitivity, back pain, fatigue and muscular weakness outcome was unknown. The reporter considered abdominal distension, abdominal pain, affective disorder, arthralgia, back pain, depression, fatigue, headache, hypersensitivity, muscular weakness, pelvic pain, swelling, vaginal haemorrhage and weight increased to be related to essure. Lot number: b02267 manufacturing date: 2013/02 expiration date: 2016/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (anvisa, reference number: (B)(4 )) on 01-feb-2021. The most recent information was received on 10-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient reported that she was a healthy person before using the essure. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("articular pain"), headache ("headache"), depression ("depression"), affective disorder ("mood disorder"), abdominal pain ("abdominal pain / abdominal cramps"), swelling ("generalized swelling"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("abdominal swelling"), hypersensitivity ("hypersensitivity / allergy"), fatigue ("fatigue") and muscular weakness ("muscle weakness") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("back pain"). The patient was treated with surgery (removal of the essure, uterus and tubes.). Essure was removed. At the time of the report, the pelvic pain, arthralgia, headache, depression, affective disorder, abdominal pain, swelling, weight increased, vaginal haemorrhage, abdominal distension, hypersensitivity, back pain, fatigue and muscular weakness outcome was unknown. The reporter considered abdominal distension, abdominal pain, affective disorder, arthralgia, back pain, depression, fatigue, headache, hypersensitivity, muscular weakness, pelvic pain, swelling, vaginal haemorrhage and weight increased to be related to essure. Lot number: b02267 manufacturing date: 2013/02 expiration date: 2016/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.